Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the lead revealed the lead body conductor was broken at or near the tines.

Event description:
Additional information reported the patient's battery was replaced at the lead replacement prophylactically due to a patient history of methicillin-resistant staphylococcus aureus. The battery life was not low. The event was considered resolved without sequelae.

Event description:
Additional information reported ¿leads broken, three out of four.¿ program 2 c<(>&<)>3 was the only program working. The patient was scheduled for removal and replacement of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was a slight pullback of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the stimulator was replaced for normal battery depletion and the lead was replaced for breakage. There was a slight pull back on the lead that was noted in an x-ray. The patient had decreased efficacy. There was no injury to the patient and the event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products : product ID:3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. Product ID: 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
Additional information reported the patient had tried all three programs and there was one that worked better for their bladder but aggravated their bowels. The patient was no longer using the program. No resolution information was available. Electrodes three and four were malfunctioning. Impedance check confirmed lead issue. Replacement was scheduled for (B)(6)

Event description:
It was reported that the patient experienced fecal incontinence. It was noted that the outcome was ongoing. It was noted that interventions included reprogramming. It was noted that the patient would try 2-3 programs starting with program number 1 on (B)(6) 2014. It was noted that the etiology was new illness, injury. It was noted that signs and symptoms included frequent, loose, and leaking of stools. Additional information received reported that the patient had stool and urine diaries to return at next visit. Additional information received reported that the site attributed the etiology of the event was to be ¿new illness/injury¿ and non-device, procedure, or therapy related. The patient continued to follow up in the trial. The patient had ongoing fecal incontinence issues. The patient had some recent efficacy issues requiring reprogramming. The patient is happy with the device and did not want to go back to medications. The investigator and subject were discussing a potential revision towards the end of the year. It was later reported that the patient would go back and forth from constipation and diarrhea. The patient had leaking stools every day. The patient had a sacral x-ray ordered for (B)(6) 2014. Technical observations showed that the lead was compromised due to impedance check problems with all combinations except for c<(>&<)>0, c<(>&<)>3, and 0 <(>&<)>3. The battery life was 17-29 months.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead; product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.